Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a loose implantable pulse generator (ipg) setscrew was suspected. During revision of the right ventricular (rv) lead the loose setscrew was confirmed. The lead pulled out of the header with little effort. The lead was placed back in the header and tightened appropriately. The ipg remains in use. No patient complications have been reported as a result of this event.